Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed self tests up to the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014, an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of ten minutes duration were recorded on the (B)(6) 2015. No further log entries were recorded prior to receipt at heartsine. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.